Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would activate and beep for 2-3 seconds and then shut down. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would activate and beep for 2-3 seconds and then shut down. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). Specific actions for the analyzed failure mode "material twisted/bent; wire" being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation on (B)(6) 2020 and investigated on (B)(6) 2020. There were signs of clinical use on the jaws. Blood and heavily charred tissue was observed on the heater wire. Microscopic inspection was conducted. Both, the hot and cold jaws appeared to be yellowish/brown in color indicating burn of the device. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.682 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported failure "electrical issue - deactivation mechanism kept going off" was not confirmed. The analyzed failures "material twisted/ bent wire" and "thermal decomposition of device" were confirmed.